Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met the anatomy resulting in the reported difficult to advance. During removal interaction with the optical coherence tomography catheter resulted in the reported break (coils were separated but remained in one piece by the core) thus resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the ramus artery. A ht bmw universal ii guide wire was advanced to the lesion; however, resistance with the anatomy was felt. The guide wire was being removed; however, it became stuck with an optical coherence tomography catheter and had to be removed together. Once outside the patient anatomy, it was noted that the coils unraveled. The coils were separated but remained in one piece by the core. The procedure was successfully completed with a new ht bmw universal ii guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.